Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9. H2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on angulation rubber has foreign objects. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was damage to the body control unit chain and wear of the angle wire. Additionally, the most probable cause for adhesive on angulation rubber has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported the image was not reproduced during an inspection for use involving an olympus colonovideoscope .there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.